Event description:
It was reported that during a device change out due to eri, externalized conductors were observed. No electrical anomalies were noted. Patient will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.